Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the atrial lead due to the lead being dislodged. The lead could not detach from the pacemaker header due to a possible stripped set screw. The lead and device were explanted and replaced and the patient was stable with no consequences. (B)(4).

Manufacturer narrative:
Additional information: as received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. The reported event of loss of capture and no sensing was not confirmed.